Manufacturer narrative:
The full patient identifier is case: (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. There is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. The laboratory solution specialist (lss) found no abnormality with preanalytical sample handling. Qc was passing within the laboratorys established ranges. He run precision test and system check. Both failed. System check failed on the washed portion with a high cv% of 32.16%. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse cleaned the three aspirate probes, wash valves and he adjusted the height of the wash arm. The mixer motor speed was checked to be normal. The fse cleaned the sample probe and noted it was worn. He also found the substrate pump motor dirty with some crystallization. Then the fse replaced the worn sample probe, the substrate pump motor and the aspirate probes. He also re-adjusted the mixing speed to meet the specifications. After performing adjustments and visually inspecting the instrument, the fse verified the system performance with system check and quality control. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2020 the customer reported obtaining one non-reproducible false low inhibin a (access inhibin a) result involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). The customer reported that the initial inhibin a result was 62.1 pg/ml and upon repeat the result was 319 pg/ml. No patient data was provided and the customer 's reference range was not provided either. No affect to patients or end-users has been reported in connection with this event. A laboratory solution specialist (lss) was dispatched on customer's site on (B)(6) 2020. The lss found no abnormality with preanalytical sample handling. Qc was passing within the laboratorys established ranges. He run a precision test and system check. Both failed. System check failed on the washed portion with a high cv% of 32.16%. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse cleaned the three aspirate probes and wash valves, he adjusted the height of the wash arm. The mixer motor speed was checked to be normal. The fse cleaned the sample probe and noted it was worn. He also found the substrate pump motor dirty with some crystallization. The fse came back on (B)(6) 2020 and replaced the worn sample probe, the substrate pump motor and the dirty aspirate probes. He also adjusted the mixing speed to meet the specifications. Sample tube collection type was not provided. The customer reported that the sample was centrifuged for 10 minutes at 2800 g. There was no report of sample integrity issues, the sample was full. No further sample information was provided.